Manufacturer narrative:
Product review/investigation could not be performed since product was not returned. Device history record review could not be performed, part and lot numbers were not provided. Root cause is potentially due to patient falling, as it was reported the joint was fused and the post remained implanted. No patient complications were reported. If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported a female patient had an incore lapidus implanted on an unknown date and at about 9 to 10 months post op, the patient had fallen. After the fall it was noted the screws were broken. The screws were removed at an unknown date. No patient complications reported. The post remained implanted and it was noted the joint was fused.